Event description:
Account reports one incident in which the health care provider noted the sleeve stopper appeared to be assembled "crooked". The health care provider inserted a needle, and upon withdrawal of the needle, the sleeve stopper separated. Reporter stated there was no pt compromise.